Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. B63028-not valid) inserted for female sterilisation. The patient's concurrent conditions included hypertensive, paratubal cyst and benign fallopian tube neoplasm. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies removal of the essure devices and novasure endometrial ablation.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: 2 coils on right and 4 on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: findings: there is no evidence of contrast or filling proximal or distal to the micro inserts. There is no evidence of contrast or filling of the fallopian tubes beyond the micro inserts. Both filaments are less than 30 mm from the proximal end of the inner coil, to the uterine cornua. There is no evidence of free spill of contrast into the peritoneum. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. B63028) inserted for female sterilisation. The patient's concurrent conditions included hypertensive, paratubal cyst and benign fallopian tube neoplasm. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies removal of the essure devices and novasure endometrial ablation.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: 2 coils on right and 4 on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: findings: there is no evidence of contrast or filling proximal or distal to the micro inserts. There is no evidence of contrast or filling of the fallopian tubes beyond the micro inserts. Both filaments are less than 30 mm from the proximal end of the inner coil, to the uterine cornua. There is no evidence of free spill of contrast into the peritoneum. Amendment: the report was amended for the following reason: pif received. Reporter information and explant date were added. Follow up amended as the frd 28-apr-2021 reflecting was earlier than ird 29-apr-2021. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('novasure endometrial ablation') in an adult female patient who had essure (batch no. B63028) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertensive, paratubal cyst and benign fallopian tube neoplasm. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("menorrhagia") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies removal of the essure devices). Essure was removed. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: 2 coils on right and 4 on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: findings: there is no evidence of contrast or filling proximal or distal to the micro inserts. There is no evidence of contrast or filling of the fallopian tubes beyond the micro inserts. Both filaments are less than 30 mm from the proximal end of the inner coil, to the uterine cornua. There is no evidence of free spill of contrast into the peritoneum.. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.